Event description:
A call to patient services was made on (B)(6) 2013, stating that the caller said that a lead could be seen underneath the skin. Patient mentioned that she already talked to her clinic and has an appointment with her doctor the next day. The lead was implanted on (B)(6) 2013, and is still in service. The physician was dr. (B)(6), at (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).